Event description:
During installation of the device, the representative reported the touch screen pointer on the central control monitor was out of alignment. It was not possible for the representative to perform screen calibration. Since the event occurred during installation of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress but not yet concluded.